Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: surgeon used a clip applier today during lap chole and the clip misfired during the clip application. It happened twice with the same device. Additional information provided by [name] on 22jun2026: clip misfired during loading the clip. Clips wouldn¿t come out when the handle was pulled but came out after the fact. 2 clips were dispensed in total intervention: opened another clip applier. Patient status: fine.